Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol perfix plug on (B)(6) 2016. As reported, the patient is making a claim for an adverse patient outcome against the perfix plug. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol perfix plug on (B)(6) 2016. As reported, the patient is making a claim for an adverse patient outcome against the perfix plug. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2016 - patient was diagnosed with right indirect inguinal hernia thereby underwent open repair with the implant of perfix plug (device 1). Per op notes, "the hernia sac was encompassing the cord and down into the scrotum. An extra large perfix plug (device 1) was placed in the defect and onlay patch was placed over the pubic tubercle secured using sutures." (B)(6) 2018 - patient was diagnosed with right indirect inguinal hernia thereby underwent open repair with the removal of mesh (device 1) and implant of perfix plug (device 2). Per op notes, "plug (device 1) was dissected off the cord and removed. Hernia sac was dissected from the cord and was mobilized to the internal ring. A large perfix plug (device 2) was placed in the defect and onlay patch placed over the pubic tubercle and secured to the transversalis fascia and the shelving edge of the inguinal ligament secured using suture."

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-oct-2015) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.